Event description:
It was reported that the nurse went to exam the foley and fundus in recovery and discovered the foley catheter was out. Catheter looked to be intact, but balloon appeared ruptured. Doctor notified and urology consulted. New foley catheter was placed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it state visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Warnings: ¿ on catheter, do not use ointments or lubricants having a petroleum base. They will damage catheter and may cause balloon to burst. ¿ after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. Precautions: ¿ do not use device if package is opened or damaged. ¿ do not aspirate urine through drainage funnel wall. ¿ should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse went to exam the foley and fundus in recovery and discovered the foley catheter was out. Catheter looked to be intact, but balloon appeared ruptured. Doctor notified and urology consulted. New foley catheter was placed.